Manufacturer narrative:
(B)(4). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
The sales rep was not present at the case. According to the reporter: the obturator of the bladed trocar snapped in half.

Manufacturer narrative:
Tracking number: (B)(4). Device has been received but evaluation not yet begun. A supplemental report will be sent upon completion of investigation.

Manufacturer narrative:
Ftr# (B)(4). Section h3 evaluation summary: post market vigilance (pmv) and engineering led an evaluation of one device opened by the account. Only the obturator was received and it was broken in half where the blue outer sleeve ends. Replication of the reported condition may due to rough handling of the device and applying excessive lateral forces to the trocar. The product analysis concluded there were no device abnormalities that would have caused or contributed to the reported incident. Therefore, the investigation was unable to establish a relationship between the device and the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. H11: the previously submitted report was incorrectly labeled as supplemental 02 when it should have been supplemental 01. Therefore, this report is labeled supplemental 03 but it is in actuality supplemental number 02.

Manufacturer narrative:
Per FDA request, this follow-up report was electronically resubmitted. All relevant substantive information was previously submitted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.